Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was alarming low battery alarm with full battery icon. The customer stated that they were using the replacement battery cap and a new battery but the issue was not resolved. The customer's blood glucose was unknown at the time of incident. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. A new battery was installed and a full battery icon was displayed. No battery icon anomaly was noted. No low battery alarms were noted. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked display window, a stained end cap sticker and corroded battery tube.